Manufacturer narrative:
Device photo analysis: visual analysis of the photographs identified. Rupture: observed. But, cannot perform an assessment of the opening, as no microscopic analysis can be performed. Capsular contracture: unable to observe, since it is not related to the device. No additional observations are performed. No further actions are required, as no manufacturing issues are observed. Additional, changed, and/or corrected data: a3b, h6.

Event description:
Physician reported, right side rupture. Later, physician reported, capsular contracture, baker grade IV. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture grade IV, rupture.

Event description:
Physician reported right side rupture. Later physician reported capsular contracture baker grade IV. Device has been explanted.